Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l3-s2/iliac. It was reported that the patient underwent a revision surgery due to screw loosening at l3. While trying to remove the crosslink the screw head stripped and could not be removed from the rod. The rod was removed as well as the loose screws at l3 and l4. The screws at l3 and l4 were replaced and a new rod was implanted. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.